Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic a that the insulin pump received multiple pump error. The customer stated that the able to clear the alarm but unable to rewind the insulin pump. No harmful medical intervention was reported. The insulin pump will not be returned for analysis.